Event description:
It was reported that during a gastric bypass procedure, the device was spitting out malformed clips on the second or third firing. The procedure was completed with the same device. There was no pt consequence.